Event description:
A customer reported a leaking infusor elastomeric device. The device was filled with flucloxacillin. It is unknown whether or not this event occurred during patient use. However, no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 14, 2014 to february 15, 2014. Evaluation summary: the actual device was not returned; however, a photograph of the device was received. Inspection of the photograph was unable to verify the reported condition as there was no clear evidence of a leak. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.